Event description:
It was reported that the case was going normally up until the fiber tip breakage. The physician noticed breakage when it occurred as it flashed ("explosion type breakage") at 204,200 joules. The physician had to retrieve the piece of the fiber from the pt's bladder. There was no injury to the pt or bladder damage. There was no indication or report of any part of the device remaining inside the pt. It was noted that the fiber was discarded and will not be returned to the MFR.